Event description:
Per the surgeon, the device was explanted on (B)(6), 2010 due to skin flap necrosis and device extrusion. Implantation is planned in the contralateral ear but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).